Manufacturer narrative:
Batch review performed on 08 may 2018; lot 165056: (B)(4) items manufactured and released on 27 october 2016 expiration date: 2021-10-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Reference 02.12.0410fr (k121416) tibial insert fixed sphere flex size 4/10 mm r; lot 165434: (B)(4) items manufactured and released on 02 novemebr 2016. Expiration date: 2021-10-13; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of stiffness and lateral instability 1 year and 2 months after primary. The surgeon revised the femur and insert. The surgery was completed successfully.